Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient experienced pain down their right leg again that he had not felt since a back surgery he had a few years ago, prior to implant of the ins. The patient stated that the ins was put in to help with this pain. The patient explained that the prior back surgery was an l5-s1 back fusion and he had a lot of pain down his lower back so they did a MRI and found a nerve infringement at l3 and l4. The patient stated that they wanted to do another MRI to check on this issue he was having and the pain might be related to the device/therapy. No further complications were reported/anticipated.